Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).

Event description:
Report was rec'd from the USA stating that the device was generating "too much heat" during a mastoid case. There were no injuries or medical intervention reported. No add'l info provided.